Manufacturer narrative:
Returned protaper next nitifile x2 25mm is actually broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1568450). Root causes are not identified. We will track this kind of event and monitor the trend. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a protaper next file broke during use. The file was not retrieved.